Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Physician completed the procedure using only endoscopy. Customer provided no further pt or procedural info, other than to say the pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigate report of no fluoro and found the cause to be a fault in the collimator, which caused safety interlock to not allow fluoro until problem was cleared. Fse found that the longitudinal blades of the collimator were sticking. Fse lubricated blades and checked that they were operating correctly. Fse completed service checklist qssrqi4.1 and returned the unit to the customer for full service.